Event description:
Related manufacturer reference number: 3006705815-2019-02303. It was reported that one of the patient's leads migrated to the right and the patient was not receiving adequate stimulation. The patient underwent surgical intervention wherein one of the leads was explanted and replaced. Therapy was restored post-operatively. It is unknown which lead was replaced, therefore both are being reported.